Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was unresponsive. Therefore, technical services (ts) reviewed the data and found that there was an unusual ventricular pacing morphology. Ts suspected possible loss of capture (loc) on the right ventricular (rv) lead. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being submitted to update section b5, e1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was unresponsive. Therefore, technical services (ts) reviewed the data and found that there was an unusual ventricular pacing morphology. Ts suspected possible loss of capture (loc) on the right ventricular (rv) lead. No additional adverse patient effects were reported. This device remains in service. Additional information indicated that this patient was hospitalized due to the possible loc. Device was interrogated and all parameters were in range. It was also determined that the syncope was related to orthostatic hypotension or autonomic dysfunction. The physician recommended to slightly increase the salt and maintain the fluid restrictions and remain on heart failure medication. The physician indicated that the syncope was not related to device function. No adverse patient effects were reported. This device remains in service.